Event description:
It was reported a patient presented with swelling at the surgical site following a procedure where the neurawrap product was implanted. Additional information received by return phone call from the surgeon: the neurawrap product was used for a carpal tunnel procedure. The patient had excessive synovial fluid drainage following the procedure. The surgeon believes this is due to the neurawrap product specifically. The swelling was treated with prednisone and anti-inflammatory agents. The surgeon believes this complication is due to a reaction to the neurawrap. There was no infection.

Manufacturer narrative:
The device will not be returned since it remains implanted. Based on reported information, integra has initiated an investigation.